Event description:
The valves were implanted in 2003. In 2004, the facility's charge nurse informed the MFR's (MFR) clinical specialist of the following: the pt cultured positive for staph aureus. No further details were provided at this time.